Event description:
The procedure was a diagnostic laparoscopy. Reportedly, after inserting a 12mm trocar into the lower abdomen, a superficial blood vessel on the bladder was lacerated. An exploratory laparotomy was performed to repair the wound. The surgeon claimed the safety shield did not come down to cover the blade after it was through the abdominal wall.